Manufacturer narrative:
Received one device, customer complaint of cassette not properly attached, could be confirmed through functional testing per performance verification tests. Flashed software and recalibrated downstream occlusion sensor (dso). Performed performance verification tests, unit passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed cassette not properly attached. There was no patient involvement. The issue was discovered during testing.